Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: l capsular contracture unknown grade, and symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast reconstruction surgery with a mentor memorygel, 600cc silicone prosthesis experienced bilateral capsular contracture unknown grade, and symptomatic ruptures postoperative. The patient informed of change of breasts shape and per primary care physician patient needed to go to have it checked (implant changing shape). Patient had an ultrasound that informed of leakage, also informed of the nipple changing position prior to revision surgery. As a result, patient underwent bilateral replacements as follow: left catalog number shpb585, serial number (B)(6), right catalog number shpb585, serial number (B)(6) on (b)(3) 2023. This report relates to the left side.